Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller ac adapter, controller ac adapter / model #:1430us / catalog #: 1430us. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a ¿battery fault alarm¿ on their primary controller. The patient proceeded to change to their back-up controller. The power port on the primary controller and the controller ac adapter were broken. The controller and controller ac adapter were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: a1, d4 product event summary: one controller with unknown serial number and one adapter with unknown lot number were not returned for evaluation. There is insufficient information regarding the reported "battery fault alarm" event. Additionally, log file analysis could not be performed since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. Based on the available information and risk documentation, a possible root cause of the reported "damaged power port" event can be attributed, but not limited to a bent pin, likely due to a misalignment between the power port and controller ac adapter output connector. A possible root cause of the damaged ac adapter event can be attributed, but not limited to a damaged output connector. Additional products: controller ac adapter h6 FDA method code(s): 4114 h6 FDA results code(s): 3221 h6 FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.